Event description:
It was reported patient's lead had migrated following several falls. X-rays confirmed the issue. Surgical intervention was undertaken wherein the lead was repositioned to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.